Event description:
Approximately five months later, new information was received indicating a persisting issue with high pacing impedance measurements. It was also noted that the lead had dislodged from the tissue. The caller heard this second-hand and mentioned that the patient may possibly get a lead revision. Additional information indicates that this patient underwent a revision procedure and this product was explanted and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
There is no further information available at this time. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with a retracted helix. Set screw marks were noted on the is-1 terminal pin and the distal and proximal high voltage terminal pins. No discernible set screw marks were noted on the is-1 ring. The distal end of the proximal spring electrode was separated from the lead body. Surface cuts, bunched and melted insulation were noted in multiple locations on the lead. Electro-cautery damage was suspected based on the melted insulation. Blood and body fluid was noted in the helix housing along with tissue entwined in the helix. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis was unable to confirm the reported field observation of high pacing impedances as the lead passed all electrical testing. The observation of the lead dislodgement was also not confirmed by testing.

Event description:
Boston scientific received information that an alert was issued due to high out of range pacing impedance measurements on this right ventricular (rv) lead. No adverse patient effects were reported.